Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. Perforation is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported the procedure was to treat a lesion with moderate calcification in the mid circumflex artery. A 3.5 x 23 mm xience alpine was deployed to 18 atmosphere (atm) for 28 seconds. Angiography revealed a focal perforation in the mid segment of the implanted stent. A graftmaster covered stent was used to treat the perforation successfully. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.